Event description:
Caller alleged imprecision test results with inratio. Reported results as follows: date: 02/08/06 - first test (050455), inratio: 2.8; date: 02/08/06 - second test (050414), inratio: 3.7